Event description:
Customer reported receiving a no delivery alarm on the insulin pump during fill tubing and stated that they have been having high blood glucose readings of 576 mg/dl. Customer reported symptoms of tiredness, vomiting and having ketones. Customer has treated the high blood glucose readings with injections. It was also noted that the cannula may have bent inside the body. Customer also mentioned having blood at site. Customer's blood glucose reading at the time of the call was 283 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.